Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 91882 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had air bubbles in the gel.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had air bubbles in the gel.

Manufacturer narrative:
Additional information: the device history records were reviewed for batch 7033697 with no issues being identified. Based on the investigation, the most likely root cause is that air bubbles in gel are caused by air pockets in the gel material or by air in the lines during the dispense process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.